Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer stated that the infusion set was only locking on one side and couldn't connect on one side. Customer stated she did not feel any leakage of insulin but her blood sugar wasn't coming down. Customer stated she changed her infusion set and then treated high blood glucose with the insulin pump. The insulin pump will be returned for analysis.